Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The exact cause of the reported needle did not retract could not be determined.